Event description:
The product was used during an unspecified procedure. Reportedly, the suture broke. The surgeon used another suture to complete the procedure. No pt injury was reported.

Manufacturer narrative:
The rpt'd condition was attributed to a hole in the outer foil packaging which exposed the suture causing tensile strength to deteriorate. Unfortunately, co could not reliably determined how or when the hole occurred.